Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was confirmed with (B)(6) and with dr. (B)(6) that there were no symptoms of overdose/withdrawal nor resistance. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, lot# n702110002, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a (B)(4) representative regarding a patient who was receiving gabalon with an unknown concentration with a daily dose of 73 mcg/day via an implantable pump for cerebral palsy. It was reported that at a refill on (B)(6) 2017, a refill was scheduled to be performed at (B)(6) rehabilitation hospital but the physician noticed that there was swelling in the abdominal pocket. The patient was transferred to (B)(6) hospital where the pump was initially implanted. On (B)(6) 2017, fluoroscopy was performed to check the pump and the catheter. It was reported that there was no issue with both the flow of the contrast medium and the pump system was confirmed. On (B)(6) 2017, a pump refill was performed at (B)(6) hospital because a refill was not performed yet. The fluid in the abdominal pocket was aspirated, and it was considered that cerebrospinal fluid (csf) was reserved. It was reported that a physician will consider treatment including procedure the following week. It was reported by the physician that although a purse string suture was performed for the puncture site, it was considered that there was cerebrospinal fluid stored in the abdominal pocket along the catheter. It was reported that the aspirated liquid was not infection. No further complications were reported and/or anticipated. Additional information was received. It was reported that the patient¿s (B)(6). It was further reported that the patient¿s underlying disease was spastic cerebral palsy. The reported onset of the underlying disease was unknown. It was further reported that the adverse event was a spinal fluid leak. It was reported that a catheter x-ray study was performed on (B)(6) 2017 that found that contrast media leaked near the connector of the pump and the catheter. It was further reported that on (B)(6) 2017 that when the physician examined the abdomen for a drug refill, there was a significant subcutaneous swelling in the abdomen. On (B)(6) 2017 contrast media was injected through the catheter access port (cap). As this time, the physician considered that there was no leakage of the contrast media. As exudate in the sub cutis was inserted, 140 ml was drained. On (B)(6) 2017 a refill of baclofen was 18 ml was performed. On (B)(6) 2017 a ¿myelography¿ computed tomography (CT) test was performed and there were no signs of leakage noted. On (B)(6) 2017 an epidural autologous blood patch from l3/4 was performed. On (B)(6) 2017 it was confirmed that there was leakage of the contrast media near the connector of the pump and catheter by examination on (B)(6) 2017. On (B)(6) 2017 a reconnection of the pump and the catheter was performed under general anesthesia. It was noted that during the reconnection, it was revealed that the cause of the cerebrospinal fluid (csf) leakage issue was a failure of the connector of the pump and the catheter. The note from the attending physician noted that as the cause of the csf leakage issue was the failure of the connector of the pump and the catheter, the event was significantly related to the procedure. It was reported that the patient experienced ¿overdose/withdrawal symptoms/resistance¿ it was reported that the treatment for the adverse event for the drug was that they changed the dosage and that the pump and catheter were reconnected. It was reported that the event was recovered, however, the date of outcome was not reported. The classification of severity of the event was reported as 3 (serious). The causality was reported as not related to the investigational drug and programmer, but related to the pump, catheter, and surgical procedure. No further complications were reported and/or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was hospitalized when they were transferred to the (B)(6) hospital due to the swelling in the abdominal pocket. No further complications were reported and/or anticipated.